Event description:
International customer reported that a pt had a c-section surgery in 2009, and was discharged three days later. One day after discharge the pt noticed that the surgical wound turned red with what appeared as a seroma after violent coughing. The pt returned for medical care and was prescribed an antibiotic and sent home. The pt subsequently returned three days later, for a wound cleansing and dressing change. During that same night, the pt noticed her bowel protruding from the abdomen and was returned to surgery for repair. The surgeon reports that the fascia layer was completely dehisced and reports that the suture was broken at one end.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Wound dehiscence occurred. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: bb2552, mfg: 02/01/2009, exp: 01/31/2014. Lot: bc2918, mfg: 03/01/2009, exp: 01/31/2014. Conclusion - a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate device related events were reported. See 2210968-2009-01056 for the other medwatch. The same pt is represented in each medwatch.